Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level was 480 mg/dl. The customer required third party assistance from their mom, who delivered a correction injection (mdi) to address the elevated bg level. The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.